Manufacturer narrative:
Subject device is not available.

Event description:
During a thrombectomy procedure three retrievers were successfully used in the occluded m1 segment of the left middle cerebral artery. It was reported that 19 days post procedure, the patient suffered disturbance in consciousness and a CT scan revealed a hemorrhagic infarction. The physician treated the patient for two week with a conservative therapy of glycerol (dose unknown) that resulted in absorbance of the hemorrhage and edema recovery. The relationship between the patient's outcome post procedure and devices used is unknown.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke, hemorrhage and patient complication are known risk associated with endovascular procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
During a thrombectomy procedure three retrievers were successfully used in the occluded m1 segment of the left middle cerebral artery. It was reported that 19 days post procedure, the patient suffered disturbance in consciousness and a CT scan revealed a hemorrhagic infarction. The physician treated the patient for two week with a conservative therapy of glycerol (dose unknown) that resulted in absorbance of the hemorrhage and edema recovery. The relationship between the patient's outcome post procedure and devices used is unknown.